Event description:
Caller indicated the glucocard vital meter giving high readings. Contacted customer for more information on his complaint - during a follow up call on (B)(6) 2014, to return product involved in his (B)(6) 2014 complaint, the customer mentioned the meter sent him to hospital. Contacted customer to get a clear understanding of what the customers complaint was and the details of incident. Customer states that the meter was giving him readings in the mid to high 200s. He stated that he went to the (B)(6) and the nurse tested his blood glucose levels on their meter and he received a reading of 171mg/dl and our meter gave a result of 238mg/dl within 35 second. Customer stated that he had taken 10 pills of metformin and he is only supposed to take 3 pills a day. The customer did say he was not having any symptoms during testing. It is unclear due to the customer being uncooperative, if there is a specific incident. This is the only information that was provided. Customer refuses to return the meter/strips for investigation.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and strip lot number is expired so retention samples could not be tested. Returned meter was evaluated with another returned lot of strips. The returned product performed within specification. No failure detected.

Manufacturer narrative:
Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer refused to send product back.